Manufacturer narrative:
Catalog number - the correct catalog number is 14324-97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), retains analysis and concomitant product evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from (B)(6) 2016 to (B)(6) 2016 and determined that no significant trend was observed. The sra indicates the risk associated to the reported quality problem with no impact on safety is considered to be "low." Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Concomitant product evaluation concluded an issue with the performance of sterrad® unit is unlikely since the cycle passed and subsequent bi was negative for growth. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review did not identify a significant trend with this lot. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth, however, the suspect bi was not returned for analysis and could not be evaluated for user error. As such there is insufficient information to determine an assignable cause.